Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a peritoneal dialysis (pd) transfer set and ultrabag pd-4 with 1.5% which resulted in a solution leak. This was observed during use of the device for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as h6520060004). H10: the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.